Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis was performed at your service laboratory in melsungen. The history files were read out and analyzed. During the investigation of the device history no flow deviation could be identified. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the sealing on the lower housing part were available and undamaged. No external damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,15 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the pre-investigation results the upper housing part was removed for an inside investigation. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). Currently the investigation process will performed. If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion". Customer information: according to the pump, the patient received 50ml of propofol from a 50ml bottle attached to the device. Also according to the entries the patient received this bottle at a time between 47.2ml of propofol. Perhaps half of that amount has passed from the bottle. Monitored pump operation for a while with another pump and with a new propofol bottle the drug dripped faster than the other one. As a result, the patient was prescribed another sedative because the administered dose of propofol did not work. The patient had received perhaps half of the planned propofol.